Event description:
During a lsh procedure, while taking the pt's left ascending uterine artery, could not get control of the vessel. Pt lost 800cc of blood. Bleeding finally controlled by kleppenger and a stitch. Postoperatively, the pt was taken back to the or for a cervical stitch to stop the bleeding. Several days later, the pt was taken by ambulance to a different hosp for bleeding. Pt was then discharged that same evening.